Event description:
It was reported that stent foreshortening occurs. The physician stated that with longer synergy stents, such as the 3.50 x 32 synergy ii, the stents shorten when expanded with more pressure to the stent diameter limit. No patient complications were reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).